Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty computer. The computer was replaced. The replaced computer was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. The computer analysis was unable to verify the reported part failure. No issues were found.

Event description:
A medtronic representative reported that the navigation system was not communicating with the imaging system. A different imaging system was used and navigation was discontinued. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.